Manufacturer narrative:
Device powered up properly after the test battery was inserted. Device was programmed and monitored for 2 days. No blank display or unexpected insert battery alarm noted during testing. Device passed displacement test, sleep current measurement, active current measurement and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on even after inserting new battery. Customer stated that they did receive new battery cap and still insulin pump was not working. Display did not return after troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.